Event description:
It was reported that the foley catheter fell out of the patient's body due to either a balloon burst or leakage. Per follow up information received via ibc on 22nov2023, stated that there was no noticeable damage when it was inserted, the balloon burst in-situ and fell out.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "wall thickness too thin". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient's body due to either a balloon burst or leakage. Per follow up information received via ibc on 22nov2023, stated that there was no noticeable damage when it was inserted, the balloon burst in-situ and fell out.